Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt980e optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface.

Event description:
A distributor in new mexico reported that the tubing of an opt980e optiflow + mask interface adapter was found damaged before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
Ps410134. Product background: the opt980e optiflow + mask interface adapter is a patient interface used for delivery of humidified respiratory gases and allows for the connection of a heated breathing tube to a standard vented face mask or to a patient's tracheostomy. Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices. The airvo 2 device is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Method: the complaint opt980e optiflow + mask interface adapter was not returned to fisher & paykel healthcare (f&p) for evaluation. Several attempts were made to request additional information from the customer, however no further information or photograph was provided. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer stated that the opt980e optiflow + mask interface adapter was found damaged before use. Conclusion: without the return of the complaint device, or any further information or photograph, we are unable to determine the cause of the report event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt980e optiflow + mask interface adapter would have met the required specifications. The user instructions which accompany the opt980e optiflow + mask interface adapter show in pictoral form the correct placement and fitting of the mask interface. The user instructions also contain the following warnings: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in new mexico reported that the tubing of an opt980e optiflow + mask interface adapter was found damaged before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.